Event description:
It was reported that a home patient (hp) experienced a connection issue between the disposable cassette and the heater supply bag. This occurred during dwell 3 of 5 of peritoneal dialysis therapy. During troubleshooting, it was discovered that all bags were not properly connected. The heater supply bag disconnected without falling. The technical service representative (tsr) assisted the hp in ending therapy and removing the cassette. It was not reported how the hp completed therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.